Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (10/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an issue calibrating the code number using his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on september (B)(6) 2011, at 6:23 am. He stated that he manages his diabetes with combination of metformin and novolog, and due to the alleged issue, at 11:30 am, he continued taking his usual dose of medication. He claimed "several hours" after the alleged issue started, he felt "light headed, shaky, dizzy and weak." The patient denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that the issue was resolved and they were able to calibrate the subject meter to the proper code number. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the reported issue began.